Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of noise leading to pacing inhibition that led to an unknown duration of pacing inhibition. The right ventricular (rv) lead remains in service and no adverse patient effects were reported.